Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and corrected device information. A titan otr pump was received for evaluation. Examination and testing of the returned components revealed a separation with abrasion adjacent to it on the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on the shorter exhaust tube of the pump. Testing revealed this to not be a site of leakage. Abrasion was also noted on the inlet tube of the pump. Based on examination of the returned product, it was concluded that the abrasion marks noted on the shorter exhaust tube and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the longer exhaust tube of the pump to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the tubing to the cylinder was worn out. The device was explanted and replaced with another inflatable device.